Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformance's were identified. Summary: it was received for analysis an unopened sample of product. The complaint sample was not received for analysis. During the visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined, no defects, damage or fraying suture along of the strands were observed. Per the condition of the representative sample, no performance fraying suture was found.

Event description:
It was reported the patient underwent a transplant procedure on (B)(6) 2020 and the suture was used. During the surgery, the suture was fraying while suturing, unknown layer of tissue, unknown loop. Another like suture was used to complete the procedure. There were no patient consequences reported.